Event description:
Patient reported "saggy", "chest flat looking", "boobs underneath arms", "inflammation in the pocket" and "completely ruptured outside shell". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.